Event description:
An initial report received stated that the patient had reaction during treatment. Multiple attempts were made in order to obtain additional information. On (B)(6) 2011, the following information was received: patient is a (B)(6) year old female who is dialyzed via a right internal jugular permacath presented to outpatient dialysis on (B)(6) 2011, two minutes into hemodialysis treatment became unconscious and subsequently had a cardiorespiratory arrest. CPR was initiated and the patient was resuscitated and admitted to the hospital. Patient had been reported to be weak, had taken vicodin for pain and was falling at home and was unable to walk prior to hd.

Manufacturer narrative:
(B)(4).